Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain and reddish drain bag coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with ancef (once a day, ip, for ten days, dose not reported) and ceftriaxone (once a day, ip, for ten days, dose not reported). The patient was hospitalized for five days before being discharged. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.